Manufacturer narrative:
On december 17, 2020, the product investigation was completed. Device investigation summary: during the visual inspection, the device was found to be ruptured. Additionally, shell abrasion was observed on the edges of the rupture. As part of our quality process, the manufacturing records of this lot-serial number were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: unknown. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
A 450cc mentor memorygel breast implant was received by the mentor failure analysis lab on (B)(6) 2020 with no accompanying information, and was processed on (B)(6) 2020. The device could not be associated with an existing complaint. In the absence of clarifying information, it cannot be determined why these devices were returned to mentor. However, the return of prostheses is characteristic of a removal and replacement surgery. As a result, this will be conservatively reported to FDA.